Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included information in f11: report sent to FDA and f12: location where event occurred. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR).

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette leaked from an unspecified location. The leak was coming from inside the cycler. This occurred during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.